Manufacturer narrative:
The lot number affected was not known and the affected sample was not returned to ambu. It was possible to verify the reported failure from a photo provided by the customer for the investigation. Further information was received from the customer. A 37fr covidien dlt tube was used during the procedure. The user tested the scope's bending functionality prior to inserting the scope in the patient. During the incident the user's thumb was on the control lever while he was retracting the scope. The scope was flexed outside of the tube. When he began to retract, the scope remained fully flexed while entering the dlt tube, where it eventually snapped off. A simulation test was conducted to replicate the reported failure, where the distal end of the scope ripped off as the bended distal end got stuck in the dlt tube and eventually broke, when pulling to withdraw the scope. According to the IFU for ascope 5 broncho (492 6300 31 - v04 - 2024/01. Tcc 11579) section 1.4 - warning and caution, warning 23. It is stated " when inserting or withdrawing the endoscope, the distal tip must be in a non-deflected position. Do not operate the control lever, as this may result in injury to the patient and/or damage to the endoscope." As possible cause of the distal end ripped off was due to the bended distal end getting stuck inside the dlt tube, and then eventually the tip broke off when pulling the scope during withdrawing. It is not possible to determine the exact root cause as the actual device has not been returned for investigation.

Event description:
According to information from the customer, the scope was inside the double-lumen tube (dlt) and the customer was pulling it out. It became retroflexed and lodged. When the customer went to continue to pull it out, it ripped off the tip of the scope/camera. A patient was involved and the patient condition was not affected.